Manufacturer narrative:
According to the facility, on (B)(6) 2025, while trying to administer dye for an epidural, the 10 ml syringe was leaking. Per the facility, "pt was not affected, syringe was replaced with another one. No injuries or complications from this at all." No additional information at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility, on (B)(6) 2025, while trying to administer dye for an epidural, the 10 ml syringe was leaking.